Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family/ friend regarding a patient with an implantable neuro stimulator (ins) for non-malignant pain. It was reported that troubleshooting was needed for the controller. Patient stated the screen just says please wait with a steady green light. It was advised the patient take out the batteries and do a reset. Trouble shooting resolved the issue. Consumer also reported pain. This was considered a sudden change in therapy/ symptoms. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.